Event description:
It was reported that this right ventricular (rv) lead has had high out of range shock lead impedances (sli), for the past year. The sli measurements have been in the 140 ohm range and the coil to coil configuration has measured greater than 200 ohms. The patient was reportedly in poor health and the field representative was going to discuss the issue further, with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.